Event description:
The customer's mother stated that the insulin pump alarmed button error after it was submerged in water. The mother stated that the customer was unable to clear the alarm due to the buttons not responding. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. Unable to test for any alarms due to the blank display.